Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to burst fracture. Patient is alleging vena cava perforation. The patient further alleges ¿I started experiencing heart murmur in late (B)(6). I was told there was clotting around the filter. It has perforated my ivc. I also cannot keep weight on since the filter was implanted.¿ patient also notes limited physical activity and anxiety. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, ¿positive for caval perforation. Four prongs have perforated the ivc, series 2, image 40. Maximum distance prongs perforated 6 mm, series 2, image 40. Coronal images show 7-degree tilt right-to-left, series 601, image 64. Sagittal images show zero-degree tilt, series 602, image 83. Thrombus seen above and at the level of the ivc filter.¿

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01263.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2009. The patient alleges to have been injured without further explanation.